Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was being implanted in the patient for the endovascular treatment of a 24mm thoracic aortic aneurysm. During the index procedure, it was reported that when the device was being implanted it would not deploy for an unknown reason. It was noted that the physician followed the IFU during implantation. The device was removed from the patient and the procedure was postponed. As per the physician, the cause of the event could not be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: a slight gap was observed between the tapered tip and the graft cover. There was no further damage observed to the device. The stent graft was deployed with no abnormalities noted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.